Event description:
Resident wedged themself between top and bottom side rails. Resident was found in resident room between top and bottom side rails with arms holding pt on bed and feet and bottom half of body off bed. Resident was unresponsive and cyanotic when found. Four half rails were up and resident tried to get out of bed between top half rail and bottom half rail.